Event description:
Customer's mother reports that customer began insulin pump therapy on day of call. Customer's mother states that customer experienced high blood glucose of 245 mg/dl and then it lowered to 225 mg/dl. Customer's mother declined troubleshooting as she states bolus may have been miscalculated and three hours was spent at doctors office. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.